Event description:
It was originally reported that the pt was not able to adjust stimulation. The status lights were assessed. The right side was operating appropriately. For the left side only the top light and bottom status light came on. The internal neurostimulator (ins) unit light was not responding. The health care provider confirmed that around (B)(6) his ins was turned off by a refrigerator magnet. He was taught how to use his pt programmer to turn it back on and there were no problems.

Manufacturer narrative:
(B)(4).